Event description:
It was reported that there was a disruption of the program due to part malfunction. At product evaluation investigation found the device motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was unstable, the ball bearing was damaged, and the screws were worn. The motor, ball bearings and screws were replaced and resolved the reported issue. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.